Event description:
It was reported that the magnet in the centrimag pump is "misaligned internally, so it is not spinning the impeller correctly according to the perfusionist". The patient, a (B)(6) male, was placed on centrimag support on august 20th. The event occurred on august 27th, seven days later, while trying to wean the patient off the device. As reported by distributor, the centrimag console alarmed when pump flow dropped to zero. The suspect pump was replaced and patient support continued. The patient was neither injured due to the event nor hemodynamically compromised.

Manufacturer narrative:
Functional and physical inspection of the returned pump had confirmed that the bond between the magnet and the impeller housing had failed. The evaluation of the returned centrimag blood pump also confirmed presence of loctite inside the impeller assembly and on the magnet, which demonstrated that loctite was properly applied between the magnet and impeller housing as required by the manufacturing process. Distribution of the loctite bond between the magnet and the impeller housing caused the low flow condition accompanied by audio alarm as reported by the user. Although the pump appeared to be manufactured properly, the magnet had detached from the impeller. Additional bench testing at levitronix demonstrated the strength of the bond between the impeller housing and magnet to withstand maximum motor torque and shock/drop of the naked pump from a height of 12 inches. The investigation therefore, did not reveal any design, material or manufacturing process deficiencies which could have caused and attributed to weakening of the bond between the impeller housing and the magnet. The root cause remains unknown.